Event description:
An open surgery on the cervicothoracic region of the spine, for the extension of a previously performed dorsal stabilization of vertebrae c2-c4 to c2-t2, by placing 10 spine screws bilaterally from c5-t2, was performed with the aid of the display by the brainlab software spine & trauma navigation 2.0. During the procedure, the surgeon: - with the patient in prone position, prepared and draped the area of interest (c2-t3). - attached the 4-sphere navigation reference array on the spinous process of vertebra t3. - acquired an intra-operative 3d (x-ray) scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed. - used the navigated drill guide with instrument position display on the patient scan to determine the screw trajectories in vertebrae c7-t2. - starting with the left side of vertebra c7, drilled a pilot hole through the navigated drill guide and inserted a k-wire through the drill guide into the pilot hole. - repeated the navigated procedure of pilot hole creation and k-wire placement between c7-t2 by completing the left side first and then the right side. - acquired an intra-operative confirmation scan of the patient's region of interest. - detected a ca. 4 mm lateral deviation in the 3 k-wires placed on the right side at vertebrae c7-t2 with the aid of navigation. - acquired another intra operative confirmation scan with automatic image registration of the current patient anatomy to the navigation in order to check for persisting navigation inaccuracy and observed the same inaccuracy in displayed instruments. - decided to correct the deviating k-wire placements without the aid of navigation (using fluoroscopic guidance). - placed the screws, following the k-wires, without the aid of navigation. - placed k-wires and screws at vertebrae c5-c6 using fluoroscopy. - inserted the rods and performed the decompression of the lower cervical spine. - completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of 3 out of 6 k-wires, placed with the aid of navigation, from their intended positions was detected by the surgeon before finalizing the surgery, and the k-wires were corrected to their intended positions without navigation at the very same surgery. - the final outcome of the surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure due to the deviating k-wire placements. - there was neither harm nor negative effect to the patient due to the deviating k-wire placements, also not due to surgery/anesthesia prolongation of ca. 60 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since 3 k-wires were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the surgeon (treating clinician): - the deviation of 3 out of 6 k-wires, placed with the aid of navigation, from their intended positions was detected by the surgeon before finalizing the surgery, and the k-wires were corrected to their intended positions without navigation at the very same surgery. - the final outcome of the surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure due to the deviating k-wire placements. - there was neither harm nor negative effect to the patient due to the deviating k-wire placements, also not due to surgery/anesthesia prolongation of ca. 60 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of three of the k-wires placed in the spine with the aid of navigation, shifted laterally by ca. 4 mm is: - a de-calibrated, and therefore inaccurate, non-brainlab c-arm was used to acquire the pre-placement patient fluoroscopy scans with automatic image registration of the current patient anatomy to navigation, and the registration was accepted by the user for navigation. A consistent depth deviation was observed with the pointer and drill guide during the procedure, specifically during the first and second registration scans. Test scans with this non-brainlab c-arm performed by a brainlab representative after the procedure revealed a deviation of approximately 3mm in depth and a medial/lateral shift consistent with the reported deviations. A c-arm that loses its calibration (due to e.g. High mechanical forces at transportation or storage inside the user facility) results in an inaccurate anatomy registration in the navigation. Apparently, despite a displayed deviation of the tracked instruments, the resulting deviation between the actual patient anatomy location during the affected placements and the registered pre-placement patient scans displayed by the navigation for instrument position visualization was not recognized by the user with the necessary navigation accuracy verification of the registration, and throughout the surgery before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.